Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: during the procedure, the seal disengaged and fell into cavity. The fallen seal was retrieved and no ill effect on the pt. A new device was opened to complete procedure. No bleeding.

Manufacturer narrative:
(B)(4).